Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that after approximately 6 months of support on the lvad, the pt's pump was exchanged with another lvad due to suspected thrombus. Further information provided to the manufacturer indicated that the pt had elevated lactate dehydrogenase (ldh) and flow issues that were seen on an echocardiogram (echo).